Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclof en 800 mcg/ml (220.48 mcg/day), fentanyl 4000 mcg/cc (648.4 mcg/day), bupivacaine 30 mg/cc (4.863 mcg/day) and prialt 50 mcg/cc (8.105 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unable to be obtained. The pump's indication for use (IFU) was unknown. The patient's medical history and concomitant medications were unknown. The patient was having decreased pain control and spasms in his back starting approximately 3 months ago. A dye study revealed a granuloma. The patient will have a new catheter implanted on (B)(6) 2016. Surgical intervention was planned but had not yet occurred. The issue was not resolved at the time of this report. Patient status at the time of this report was alive with no injury. Additional information was received from a company representative. Surgical intervention took place on an unreported date. A new spinal segment was placed and the old spinal segment was taken out with some resistance. Follow-up was being conducted to obtain the type of baclofen being infused, other medications taken at the time of the event, the patient's pertinent medical history, and cause of the granuloma. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via (B)(6) indicated the adverse event was unable to be confirmed and there was suspicion of granuloma at the tip. The adverse event term was 2-4 weeks. A catheter dye study identified a fluid filled sac within cerebrospinal fluid (csf) on (B)(6) 2016. The primary cause of the event was unknown. All medications including prialt were decreased. From (B)(6) 2015 to (B)(6) 2016 the prialt dose was 13.780 mcg/day. The outcome of the adverse event was resolved/recovered. Concomitant medications included bupivacaine, baclofen, and fentanyl. Recent relevant laboratory findings were normal.